Manufacturer narrative:
Age at time of event: 18 years old and above. (B)(4). Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the hypotube was kinked at various locations along its length. These kinks are consistent with excessive force having been applied to the device. An examination of the distal extrusion identified that the inner and outer extrusions were ripped/torn from the port site which extended distally along the shaft for a total length of 25mm. This type of damage is consistent with the guidewire being pulled incorrectly through the inner and outer extrusions. The distal extrusion also exhibited kinks at various locations along its length. A microscopic examination of the balloon material identified no tears or damage along the balloon. A build-up of solidified contrast media was present inside the balloon. No damage was noted to the markerbands or blades. As part of the device analysis the device was attached to an encore inflation unit and during an attempt to inflate, liquid leaked out through the site of the tear in the extrusion. As a result of the tear in the extrusion it was not possible to inflate liquid into the balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 22-jan-2017. It was reported that balloon leak occurred. A 4mmx1.5cm x140cm small peripheral cutting balloon¿ was selected for use. During the procedure, when device reached the target lesion, physician tried to dilate the balloon but it was noted that device had a leak. The procedure was completed with another of the same device. No patient complications reported and patient's status was stable. However, device analysis revealed that the inner and outer extrusion were ripped/torn from the port site.